Manufacturer narrative:
The other device listed in this report: cat #: unk_shc, lot #: unknown, description: unknown mitch cotyle, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Our legal dept. Received a claim by (B)(6) related to a mitch cotile and symax stem. The letter is just a request of damage consequent to the surgery (mitch) performed at hospital on (B)(6) 2007. The hospital asks stryker to take charge of any liability and to discharge the hospital. The patient claims high levels of ions in the blood discovered due to clinical examinations done in 2015 and 2017.